Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a malfunctioned device is inconclusive due to the state of the returned sample. One photograph of an implanted trialysis catheter was returned for evaluation. An initial visual observation of the photograph showed the implanted trialysis catheter unsecured. A securement device is partially attached to the patient and appears to be peeled away from the catheter. No damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, the root cause is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that power trialysis holder becoming dislodged despite being sutured. The patient required a 2nd line insertion 3-4 hours after first insertion. No other information was provided. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that power trialysis holder becoming dislodged despite being sutured. The patient required a 2nd line insertion 3-4 hours after first insertion. No other information was provided. It was reported this occurred with 2 devices. This report addresses both devices.